Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: synergy ous mr 3.00 x 24mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent damage. Stent strut rows 9 and 10 (counting from proximal towards distal end) were damaged, row 9 was partly lifted from the stent profile. The remaining undamaged section of the crimped stent outer diameter was measured and is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube kink 140 mm distal from the distal end of the strain relief. A visual and tactile examination of shaft polymer extrusion revealed a mid-shaft kink 30 mm distal from the hypotube to mid-shaft bond. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 10-apr-2017. It was reported that crossing difficulties were encountered.  The 86% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. The lesion was pre-dilated with a 20x20 balloon catheter. A 3.00x24mm synergy¿ drug-eluting stent was advanced but device was unable to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed stent damage.